Event description:
It was reported that an asymptomatic patient presented in clinic during a routine follow-up in backup vvi. A device download was performed successfully.

Manufacturer narrative:
Missing code.